Manufacturer narrative:
The device was returned to the manufacturer for repair. The returned device passed the rpm test, but failed the blade position test. The device was out of calibration on all settings. The out of calibration condition found during repair along with the blade position test failure are indicative of rough handling, but are not likely to cause skipping. This repair is the first time the device has been returned since purchase in (B)(4)2003.

Event description:
It was reported that the zimmer air dermatome unit is skipping. There was no report of injury or medical intervention associated with the incident.